Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd emerald¿ luer slip syringe had air bubbles. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the last few weeks we noticed that the 3cc syringes are leaking from the luer tip when used for rachi (epidural) anesthesia (marcaine). We saw that there are several syringes that have an imperfection on the tip, as if there is an air bubble trapped in the plastic.

Event description:
It was reported that bd emerald¿ luer slip syringe had air bubbles. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the last few weeks we noticed that the 3cc syringes are leaking from the luer tip when used for rachi (epidural) anesthesia (marcaine). We saw that there are several syringes that have an imperfection on the tip, as if there is an air bubble trapped in the plastic.

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 9036846; d.4. Medical device expiration date: 01/31/202; h.4. Device manufacture date: 02/05/2019. H.6. Investigation summary: customer returned samples and photographs are not available for investigation. The team reviewed the retention samples available for testing and investigation. Leakage has been observed. The leakage is confirmed. The team checked the DHR of the batch number 9036846 material number 302986, there was no reported ncp or qn raised against these batch number during production. We have performed the leakage test on the retention sample and leakage was found. The defect is confirmed. We have performed the test with the anesthesia needles and the 3ml emerald retention samples and we found that there was leakage at the point of connection. The defect was confirmed. A similar defect of spinal fluid leakage was reported for 5ml emerald in 2015. As a corrective and preventive action the team of 2015 has done a project on redesigning the 5ml emerald syringe luer so that it can marry well with the bd whitacre spinal needle. To correct the same defect in 3ml emerald bd bawal will need capex and platform prioritization required for this project. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10.